Event description:
We received a report in another country stating that the proximal (pressure) tube in a rt106 adult breathing circuit kit was missing. This alleged defect was found during their incoming goods inspection.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicated that we have received two complaints of missing components (totalling 3 rt106 units) for the given lot number. The components were most likely omitted during our packing process. Conclusions: the device was out of spec. We have received other complaints of missing components with an occurrence rate of approx 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.